Event description:
Consumer complaint of about results being stored n memory as "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. The investigation revealed that the device had memory issues. Meter would not store results in memory or will store incorrect results (hi). This problem was corrected with CAPA (B)(4) to address software memory issues.

Event description:
Consumer complaint of about blood results being stored n memory as "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/14/2014). Product not yet returned.